Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the treatment is due to the circumstances of the procedure. In this case, it is likely a malposition of the device occurred. With the suture not attached to a vessel, the suture knot likely came to the surface when the device was backed out to harvest the sutures. The use of the gated suture was attempted to push the knot back to the vessel, but the knot was still in the suture bearing. Without the vessel holding onto the suture the suture will not release normally from the bearing. The separation of the suture when using the gated suture trimmer to push the knot likely resulted due to the abnormal conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated, d2a - common device name updated, d3 - name updated, d3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a thrombectomy procedure with a 6f sheath. Reportedly, the blue rail suture was pulled with the trimmer in order to advance the knot. The suture was broken during advancing the trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.